Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. Additionally, the simulated blood tests were run using the returned meter with the in-house contour next test strips and in-house breeze2 control solution, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Event description:
Patient 1 .

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer called the ascensia customer service to receive help with his contour next one meter. During the troubleshooting, the customer performed a blood glucose test and the reading was not stored in the memory of the contour next one meter. The customer stated that the previous blood glucose readings were also not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.